Manufacturer narrative:
Original initial report was sent with incorrect institution name and this follow up has corrected it.

Event description:
The customer contacted philips healthcare to report that the device failure to power up. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.